Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, the reload was successfully connected to the adapter and the surgeon performed a pre-test. After the surgeon clamped, the reload did not fire. The problem was noticed during the procedure. There was no patient involvement.